Manufacturer narrative:
Date sent to the FDA: 03/17/2021. A manufacturing record evaluation was performed for the finished device lot number ak4974, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code ez10 was received for evaluation, the device was removed from the original packet and the loop is not available, a suture piece was broken in multiples pieces during the inspection due to the suture has begun with the process of degradation. The product code ez10 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a respiratory surgery on an unknown date and suture was used. During the procedure, the suture was broken off. The same device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.